Manufacturer narrative:
Results: operational problem (tortuous and calcified vessel). Deformation issue (stent deformed in vivo during positioning). Conclusions: inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (tortuous and calcified vessel). (B)(4).

Event description:
Physician was attempting to use one endeavor resolute drug-eluting stent in a mildly calcified lesion in the lad with moderate tortuosity. The device was removed from the packaging per the instructions for use, inspected and prepped prior to use with no issues noted. The lesion was pre-dilated. The device could not be positioned at the lesion and stent struts were noted to be damaged. There was resistance encountered when advancing the device and no excessive force was used. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There was no injury to the patient. Evaluation summary: distal tip was flared. The stent was positioned on the balloon between the marker bands as per specifications. The stent had raised and deformed struts on the 9th, 10th and 11th distal stent segments. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.